Manufacturer narrative:
The t:slim g4 pump user guide indicates that the cartridge needs to be filled with at least 95 units to ensure there is sufficient insulin available for delivery. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarms occurred and the pump stopped all insulin delivery. Customer reported a blood glucose level of 264 (mg/dl) that was addressed with a bolus. During troubleshooting with tandem technical support, the customer reported receiving a minimum fill message. Reportedly, the customer had around 55 units of insulin in the pump cartridge prior to performing the load sequence. Customer loaded a new cartridge, the malfunction alarm was cleared and insulin delivery was able to be resumed. Customer reported that they will continue to use the pump, and stated that they have insulin injections available for alternate insulin therapy if needed.